Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. The fse reported that the unit ran without issue upon initial testing with trainer. The fse, however was able to identified error code #137 in the diagnostics logs, which relates to the video generator board. As a precaution the fse replaced the video generator board and identified fan assembly, which plugs into j19 of the video generator board, with moderate dust. The fse then, ran the unit overnight without any incident. Nothing surfaced overnight on the logs. The fse then completed all calibration, functionality and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) screen was lockout over the weekend. The screen locked out while transporting the patient. The iabp was used until the following day without issues. There was no patient harm and no adverse event was reported.